Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during prime. The customer also reported a low battery alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specifications. No unexpected low battery alarms noted. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.